Manufacturer narrative:
The device information reported by the customer is not valid. Multiple efforts were made to obtain the device information; however, this was unable to be confirmed. Another case was reported by the same person for the same issue one day later, on the same catalog number with a different serial number. In addition, the customer responded to an email request for the device information in this case and referenced the second case number as the objective evidence. Therefore, it is likely this record is a duplicate of the event reported in MFR # 1218950-2023-00437; where the customer was providing the correct device information. However, this was unable to be confirmed. Therefore, no root cause can be determined for this case.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. H3 other text : no response from the customer.

Event description:
The customer reported the v-tach alarm is malfunctioning. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.